Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, because it has been more than 9 years since the equipment was installed, it is assumed that the parts on the board have deteriorated over time due to repeated use over a long period of time, and the main board has failed. Since the main board generates and outputs video signals, it is assumed that this failure caused the video output not to be displayed.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user during the unspecified timing that built-in battery is dead. Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that video was not displayed due to the printed circuit board failure. There was no report of patient injury associated with the event.